Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. The device was visually inspected and found r/l knob leak, angulation was low cracked a-rubber glue on the cover and dents and scratches in the plastic. The cause could not be determined. No further information was reported. A supplemental will be submitted if new information becomes available.

Event description:
The user facility reported incorrect reprocessing of a device. The device was not reprocessed immediately after use. Approximately two days had passed when it was returned. There was no patient involvement. No additional information was provided.